Event description:
Complainant alleged that during the incoming inspection of the product, the device's defibrillation energy output and pacer output were found out of the specified tolerances. The complainant indicated that there was no pt involvement in the reported failure.